Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice. Additionally, upon evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. After clearing the codes, the stryker service representative review the electronic records and was able to verify the unexpected loss of power. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative replaced the a03 power pcb as a precautionary measure and performed some unrelated repairs. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced a03 power pcb at the product assessment center (pac) and the cause of the unexpected shutdown could not conclusively be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice. Additionally, upon evaluation, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no harm to the patient as a result of the reported event.